Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system broke while inside the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient was injected before the examination at 8:15 on january 6, and at 8:30 do breast enhancement CT examination, examination after the observation after 20 minutes without discomfort to pull out the needle, no special process, pull out the needle process without resistance, pulled out a soft needle is found after, immediately before the needle mouth and 5 cm above the pressure tourniquet pressure, soft touch to break away from the needle body sensation, and pressing immediately, at the same time inform the matron with transferred to thoracic surgery, 9:at 15 minutes, the thoracic surgeon touched the original needle opening, and could not find the soft needle residue after incision. At 10:00, the soft needle was returned to the CT room of radiology department for examination, and the soft needle fell back to the hand opening. At 10:40, the vascular surgeon cut the needle and removed it completely.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system broke while inside the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient was injected before the examination at 8:15 on january 6, and at 8:30 do breast enhancement CT examination, examination after the observation after 20 minutes without discomfort to pull out the needle, no special process, pull out the needle process without resistance, pulled out a soft needle is found after, immediately before the needle mouth and 5 cm above the pressure tourniquet pressure, soft touch to break away from the needle body sensation, and pressing immediately, at the same time inform the matron with transferred to thoracic surgery, 9:at 15 minutes, the thoracic surgeon touched the original needle opening, and could not find the soft needle residue after incision. At 10:00, the soft needle was returned to the CT room of radiology department for examination, and the soft needle fell back to the hand opening. At 10:40, the vascular surgeon cut the needle and removed it completely.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system broke while inside the patient. The following information was provided by the initial reporter, translated from chinese to english: the patient was injected before the examination at 8:15 on (B)(6) and at 8:30 do breast enhancement CT examination, examination after the observation after 20 minutes without discomfort to pull out the needle, no special process, pull out the needle process without resistance, pulled out a soft needle is found after, immediately before the needle mouth and 5 cm above the pressure tourniquet pressure, soft touch to break away from the needle body sensation, and pressing immediately, at the same time inform the matron with transferred to thoracic surgery, 9:at 15 minutes, the thoracic surgeon touched the original needle opening, and could not find the soft needle residue after incision. At 10:00, the soft needle was returned to the CT room of radiology department for examination, and the soft needle fell back to the hand opening. At 10:40, the vascular surgeon cut the needle and removed it completely.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number: 1175772. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.